Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 414 mg/dl. The customer experienced thirst and tired as a symptom of high blood glucose level. The customer did not mention any treatment for high blood glucose level. The customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.